Event description:
In 2009, the patient with marfan's syndrome, presented coughing up blood and was treated for an aortic dissection with erosion between the aorta and the lung with gore tag thoracic endoprostheses. The physician planned to cover the left subclavian artery. The proximal aortic neck was 15 mm. When landing the device, the left common carotid was accidentally covered. The physician then performed a cut down, a carotid to carotid bypass, and a left carotid - left subclavian bypass. This resolved the covering of the left carotid artery. The physician then landed another gore tag thoracic endoprosthesis to complete the treatment of the aortic dissection. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, healthy proximal and distal neck lengths of at least 20 mm are required. The safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in patients with dissections or patients with genetic connective tissue disease (e.g., marfans syndrome).